Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low shock impedance measurements of less than 30 ohms. Technical services (ts) was contacted, and ts saw impedance measurements in the low 30s. The s-ICD system remains in service. No adverse patient effects were reported.